Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l78720, implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable device. The indications for use were noted as non-malignant pain and other non-malignant pain. The patient reported they had an MRI with their first pump. The patient had an issue with the catheter being severed in half which was three months later after the patient's first pump. At the time the patient was in severe abdominal pain and the healthcare provider (hcp) did a cat scan and showed all the medication was draining into lower abdomen and none was getting into the patient's spine. The patient underwent two surgeries. It was upsetting to the patient that "there was faulty" equipment. Per the patient the healthcare provider (hcp) stated it was due to the equipment and reviewed that there were no knives around the catheter when the catheter was installed which started out as one piece and then ended up being two pieces (three months later) and unknown when it started. The patient stated it was very expensive and very painful and the permanent damage of leaking into her abdomen along with having surgery twice was devastating. The patient stated it was faulty equipment.